Manufacturer narrative:
The log file was analysed for investigation. The log file entries show that the device was operating immediately on internal battery once it was switched on at the date of event. This was brought to the user¿s attention by the alarm message ¿internal battery activated¿. The log file entries reveal that the device shut down due to a depleted battery. However, other than reported the device has generated several battery relevant alarms. If the device is not connected to mains power or is not equipped with an external battery, the unit switches to the internal battery with an audible alarm and the display message "internal battery activated" occurs. During the discharging process the device indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Almost discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. The run time of the internal battery decreases due to ageing processes. Due to irregular alternating mode, e.g. In intra-clinical transport, the service life of the battery is shortened and a more frequent replacement of the internal battery or the additional use of the external battery option is recommended in this case. It's the responsibility of the user to check whether the internal battery has enough capacity and is charged. This case can be considered as a user error. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device has suddenly powered down without any alarms after 10 minutes of use. It was reported that the patient had a cardiopulmonary arrest and cardiac massage was a required for 8 minutes.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device has suddenly powered down without any alarms after 10 minutes of use. It was reported that the patient had a cardiopulmonary arrest and cardiac massage was a required for 8 minutes.